Manufacturer narrative:
Refer to regulatory report #3004209178-2018-01181. The patient had two implanted systems and it was not clear which issues pertained to which implanted system. The referenced report pertains to the patient¿s other system. Other applicable components are: product ID: 97714, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 37791, serial# unknown, product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(4). Information was received from a patient who was implanted with an implantable neurostimulator (ins) for radicular pain syndrome (radiculopathies), other pain indications ¿ other and spinal pain. The patient reported that she got the replacement antenna, but said that it didn¿t work. The patient was asked to get out her equipment for troubleshooting but the patient didn¿t have it with her at the time of the report and just kept saying ¿its not working.¿ the patient reported that she last charged her implant ¿last week or something¿ and said that she found this past weekend that she couldn¿t charge and said she had been in pain every since and ¿I can¿t think straight.¿ the patient was very upset that she couldn¿t get a new recharger until she called back with the equipment and she was in pain and couldn¿t charge her implant. The patient reported that she didn¿t know if she could find the recharging equipment at her house. No further complications were reported.